Event description:
During patient use, 'no external power' and 'integrated power pac low' alarms occurred. This unit was always connecting to the ac cable for charging the battery. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported.

Manufacturer narrative:
Although requested, no patient information was provided.